Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis cannot be determined; however, it is likely to be related to the pre-existing disease processes and may have contributed to the stenosis of the initial sapien valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
As reported through implant patient registry, approximately 3 years and 8 months post implantation of a 26mm sapien valve, the patient received a 26mm sapien 3 valve due to stenosis. The sapien 3 valve was deployed across the previously placed sapien valve. Post echo (tee) revealed a well-placed and well-seated valve, with no significant aortic regurgitation. In review of medical records (follow up, echo, operative report) during a follow up visit for cad and tavr for radiation heart disease, the patient presented with complaint of chest pain with exertion. An echo (tee) revealed mild (1+ - 2+) aortic valve regurgitation with a regurgitant jet originating centrally. There is moderate thickening of the right, left and non-coronary aortic cusps, peak gradient 11mmhg, mean gradient 6mmhg.